Event description:
Physician reported a right side rupture diagnosed by ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified a broken device. The device is not labeled by side explanted. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a right side rupture diagnosed by ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, black particles on the shell, crease fold, wear abrasion, and missing an orientation dot (75-100%). A microscopic analysis was performed which identified: crease sharp broken on posterior. Based on the device analysis the final assessment is: crease sharp broken on posterior assessed as fold flaw opening. Missing an orientation dot assessed as inconclusive.